Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "the surgeon had the drill guide engaged with the ring of the plate and accidentally went at too great of an angle while trying to put the screw in and warped the locking ring."